Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 75 year old female patient presented to his distinctive dental office with concerns related to a previously placed dental implant. It was reported that the tooth was extracted on (B)(6) 2026, and the implant was placed at tooth location #20 on (B)(6) 2026, 8 days after extraction. The patient presented with the issue after abutment attachment. During the examination, the doctor determined that the issue occurred inside the patient's mouth. The patient experienced pain when the healing cap was unscrewed, and the implant failed to osseointegrate. As a result, the implant was removed on (B)(6) 2026 without the use of instruments. It was reported that the implant/prosthesis was not already dislodged when the patient arrived at the clinic, and the implant site was not infected. The doctor additionally noted that the current socket was grafted in preparation for a future implant placement. The patient did not sustain any permanent injuries. It was further reported that the patient had type ii bone quality, and the symptoms resolved after implant removal. No abnormalities with the implant or its packaging were identified or reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).